Event description:
During preparation for surgical case in the operating room, a staff nurse was setting up the monopolar cautery unit. The nurse was manipulating the storz hi frequency cord attached to the unit as a result of a malfunction. The cord abruptly snapped, causing flame and an electric shock to the nurse. The nurse suffered a 1st degree burn to one finger. Prior to the event, the cord and equipment had been inspected and appeared intact, without any signs of wear or stress. The cord is routinely sterilized in accordance with MFR's recommendation.